Event description:
A hospital in the (B)(6) reported the following to a fisher & paykel healthcare (fph) field representative involving an rt408 adult heated oxygen therapy kit: "rt408 with (B)(4), is catheter mount and baxter water in use on chronically ill child via tracheostomy. On 17th april staff noticed that the circuit had turned a 'blackish/ greenish' colour and that the water in chamber was yellow. It had been on patient since 15th. They changed circuit pack and on 19th it was noted that tubing had turned 'greenish/ yellow' with yellow water in chamber. The rt408 was changed again as was the (B)(4). On 23rd it was noted again that the tubing was yellowish/green as was the water and it was removed. This is the sample set. There are no known medical or pharmaceutical reasons for this." No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint rt408 adult therapy kit and a non-fph catheter mount were returned to fph in (B)(4) for inspection. Our analysis is accordingly based on our visual inspection, results of previous investigation on similar complaints and additional information received from the hospital. Results: visual inspection revealed yellow/green secretion in the inspiratory tube and catheter mount. The hospital reported to the fph field representative that the patient "is chronically ill with a long term tracheostomy." It was confirmed that no nebulizer or drug was used with the rt408; however, the patient "vomits a lot and coughs a lot." They also reported that they "noticed a very bad smell of 'rotten water', subsequently pseudomonas was cultured". A lot check was not performed as no lot information had been provided. Conclusion: every breathing circuit kit is visually inspected following the manufacturing process to check for any contamination or discolouration. Any breathing circuit which fails this test is rejected. The timing of use shows that the discolouration observed by the hospital occurred post production, and it is most likely due to the presence of pseudomonas bacteria.